Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure in the patient¿s colon on (B)(6) 2013. According to the complainant, during the procedure the gold probe would not heat up. Another gold probe device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device will not be returned for evaluation. If any further relevant information is received, a supplemental MDR will be filed.